Event description:
The cardiologist attempted arteriotomy closure with a prostar xl 8f device. When deploying the device, two needles did not present. Needle backdown was attempted, but was unsuccessful. The physician attempted to redeploy, monitoring the redeployment with the aid of fluoroscopy, but the needles did not present at the hub. One needle appeared to be dragging on the suture and was looped over; two needles were deployed about 1/4" and the fourth needle was almost at the hub. The pt went to surgery for device removal and arterial closure. The pt recovered without further incident. The cardiologist, a very experienced user, said he felt resistance to deployment which he attributes to scar tissue at the site. The pt has had numerous procedures in the past.